Event description:
It was reported during a thrombosis case in the middle cerebral artery's m1 segment, the distal 3cm of the guidewire became disconnected and was left inside the patient's body. The procedure was not completed due to this event and only a stent was placed at the lesion. No further details have been disclosed at this time.